Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As tip load of the chikai 10 guide wire was confirmed to be within the specifications during manufacturing process, and therefore, no anomaly was found in the manufacturing records. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. The distal end excels in vascular selectivity. However, if it is advanced into a thin peripheral area of the vessel, the penetrating force in the vessel becomes stronger, and there will be a higher risk of vessel damage such as vessel perforation. Therefore, when manipulating the guide wire or having a micro catheter or the like follow it, take extreme care. [Malfunction and adverse effects]. Death. Damage to a vessel, including possible vessel perforation. Bleeding complications.

Event description:
It was reported that an asahi chikai 10 guide wire might have contributed to perforation and hemorrhage in the cerebral artery during a coil embolization procedure to treat an 8.8×8.7×8.0mm aneurysm with neck diameter of 5.2mm where previous coil embolization was performed 7 years ago. The aneurysm was located proximal to the a1 segment of the right anterior cerebral artery across distal to the right internal carotid artery (ica) while the majority of the neck was located in the proximal a1. (B)(6) 2020: antiplatelet therapy had started with bayaspirin 100mg/day and clopidogrel 75mg/day. (B)(6) 2020: verify now platelet aggregation test was conducted prior to the intervention. Measurements were aru: 484 and pru: 184. (B)(6) 2020: flow diverter stent deployment and additional coil embolization using jailing technique took place. A phenom 17 embolization catheter was first placed and followed by a headway plus microcatheter and a sofia select support catheter to deploy the stent. No anomaly was observed on the angiogram at this point. The embolization coil was delivered into the aneurysm via the jailed phenom 17. Before detaching the coil, angiography was performed in the middle cerebra artery and confirmed that the stem m1 segment was almost completely occluded. The undetached coil was then removed; however, the m1 occlusion did not improve. Since it may further develop blood clot, the jailed phenom 17 was also removed. The situation remained unchanged. 20mg of effient antiplatelet was applied via the gastric tube. Still no improvement observed after 20 minutes. 80mg of ozagrel sodium and 30mg of edaravone were additionally applied by intravenous drip infusion. These were not efficient enough to open the occlusion. Alteplase was then continuously infused at 18 million iu/h. The headway plus microcatheter was delivered in an attempt to cross the stent for local arterial infusion but it failed. The chikai 10 guide wire was advanced through the stent to lead a defector nano catheter into the distal m1 and 3.6 million iu/h of alteplase was injected over 5 minute duration. The m1 remained occluded. Positioning of the microcatheter was adjusted and 2.5 million iu of alteplase was injected close to the m1 clot. Although the clot remained, thrombolysis in cerebral infarction (tici) scale improved to 2b. The procedure was completed and the patient was sent back to her room when subjective and objective symptoms were noted. It turned out to be acute deterioration in cerebral edema secondary to intracerebral hemorrhage. (B)(6) 2020: decompressive craniectomy was performed with no improvements. The patient condition was considered as brain death. (B)(6) 2020: the patient expired due to cerebral hemorrhage. The physician commented that small amount of bleeding was noted in the distal middle cerebral artery (mca). The cause of death was likely hemorrhage secondary to perforation of the mca by the guide wire that was delivered in attempts to resolve the occlusion after stent deployment. Both distal and proximal necks of the aneurysm were covered as much as possible by the stent, but the proximal neck might have been incompletely covered in three-dimensions; therefore, blood clot in the aneurysm could migrate to the m1 located outside the stent.